Manufacturer narrative:
Corrected information: sex, date of birth if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a rep regarding a patient who was receiving 5mg/ml dilaudid at 1.4979mg/day via an implantable infusion pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the patient went to the emergency room due to withdrawal symptoms. The patient's pump was interrogated and it was found that a motor stall occurred at 15:07 on (B)(6) 2017. It was unknown if the patient recently had a magnetic resonance imaging scan. The healthcare provider wanted the pump turned off. It was reported that the pump was reduced to minimum rate and a replacement will occur the week of (B)(6) 2017. It was reported that the cause could possibly be due to a recall. The issue was not resolved at the time of the report. It was reported the pump would be returned and the patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep interrogated the pump and the motor stall was noted. It was stated the pump was programmed to minimum rate mode and the alarm was silenced. It was reported a day later the pump was alarming again. It was noted they were planning to silence the pump again and then likely replace it the next day. The motor stall and symptoms occurred on (B)(6) 2017. It was stated the patient was on 5mg/ml dilaudid at a dose of 1.4979mg/day prior to the pump being in minimum rate mode. The patient had shakiness, was clammy, and light headed. It was stated the healthcare provider wanted to permanently disable the pump so it won¿t continue to alarm. It was reported the pump was successfully shut off. No further complications were anticipated/reported.